Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider indicating that a lead did not come out of the patient¿s back, but the wire connected to the device became dislodged. It was reported that once re-inserted on (B)(6) 2018, the device worked well when the patient left the office. It was reported that the insertion site was re-sealed with tagaderm and sterile gauze. It was reported that the wire was discarded after the trial was done, since the problem was no longer a problem. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient that was using an external neurostimulator (ens) for urgency frequency. It was reported that the patient¿s lead came out of their back. The patient was redirected to their healthcare provider. It was noted that the trial began on (B)(6) 2018. On (B)(6) 2018 the patient reported that the device was still not working. It was noted that the patient had an appointment with their doctor on the day of the report. No patient symptoms were reported. No further complications were reported.